Event description:
During a pulmonary vein isolation (pvi), it was reported that the temperature of the thermocool® smart touch¿ bi-directional navigation catheter was increasing during ablation towards the end of the procedure. Physician managed to complete the procedure using the same product. There were no patient consequences. On (B)(6) failure analysis lab found char on proximal end of tip dome (more than one millimeter). Due to this finding and the potential risk to the patient, it was determined for this complaint to be reportable. Awareness date changed from (B)(6) to (B)(6), 2014

Manufacturer narrative:
The device investigation is still in progress. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4). During a pulmonary vein isolation (pvi), it was reported that the temperature of the thermocool smart touch bi-directional navigation catheter was increasing during ablation towards the end of the procedure. Physician managed to complete the procedure using the same product. There were no patient consequences. On may 6th, failure analysis lab found char on proximal end of tip dome (more than one millimeter). The returned device was visually inspected upon receipt and char was present on the tip dome. This condition was not reported by the customer. Per the event and the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. In addition, an irrigation test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the char remains unknown.